Event description:
A male patient of unknown age present for a percutaneous transluminal angioplasty procedure in which a stent was being deployed. During the procedure, after four unsuccessful attempts to deflate the pta balloon, the physician used a needle stick to manually deflate the balloon. The procedure was successfully completed with no report of harm or injury to the patient.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was disposed of and not returned for evaluation. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. It was reported tha the physician was using this device to expand a stent. The instructions for use, which is supplied to the user with this catalog number contains the following warning: "this catheter is not intended for the expansion or delivery of stents."